Manufacturer narrative:
MFR received info from a pharmacy that a consumer tried to steady herself with the walker. She tipped and all her weight went onto one leg as she was falling. Nature of complaint suggests that device was overloaded. Invacare walkers are designed to provide support, increased stability and assistance to an individual while walking. It is not intended to support the full weight of the user. Current user guides cover this stability issue. MDR filed based on alleged serious injury.

Event description:
The consumer tried to steady herself with the walker, when the walker allegedly tipped and all her weight went onto one walker leg as she fell. This allegedly resulted in a broken rib.